Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. There was body tissue/fibrotic growth on the distal electrode and visual analysis noted apparent explant damage. It was also noted that the lead was returned with the helix retracted and tissue visible in it. The tissue was removed with alcohol, and then the helix extended and operated within specification. Concomitant product(s): dtba1qq ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead dislodged, specifically, the lead would not stay in place within the body. The lead was explanted and replaced. No patient complications have been reported as a result of this event.